Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose. The customer reported that he went into diabetic ketoacidosis in his sleep and when he woke up was nauseous and vomiting and the insulin pump screen was blank. The customer was treated with an insulin drip and was discharged after an overnight stay at the hospital. The customer reported that the insulin pump had not been dropped or bumped or exposed to moisture. The battery cap contacts were not missing or damaged and the battery compartment was not damaged or corroded. The customer was advised to insert a new battery and reported that the display returned.